Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's mother reported the customer received a sensor scan result of 'lo' (reading <40 mg/dl) compared to a reading of 500 mg/dl obtained on an adc meter and experiencing feeling fatigue and weakness. Customer self-treated with oral glucose and a glucagon injection and self-presented to a hospital where readings of "545 or 550" mg/dl were obtained and he was diagnosed with hyperglycemia and treated with intravenous fluids and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's mother reported the customer received a sensor scan result of 'lo' (reading <40 mg/dl) compared to a reading of 500 mg/dl obtained on an adc meter and experiencing feeling fatigue and weakness. Customer self-treated with oral glucose and a glucagon injection and self-presented to a hospital where readings of "545 or 550" mg/dl were obtained and he was diagnosed with hyperglycemia and treated with intravenous fluids and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.